Event description:
The report received from the affiliate indicated that in 2005, this pt was brought to the interventional lab for an attempted stenting of the left internal carotid artery. The vessel was not calcified or tortuous. The lesion diameter. There was a 95% stenosis of the carotid 6mm diameter. There was a 95% stenosis of the carotid artery. After accessing the vessel with an amplatz 260cm guidewire (bsci) the physician attempted to advance an introducer guidecatheter (ig) over the wire. When forwarding the guidecatheter he noticed that the tip of the ig was inverted like "a bubber boot shaft". The guidecatheter was then removed and exchanged for a cook csi 90cm, but the carotid artery could still not be reached. The procedure was stopped. The next day the pt suffered a stroke and approximately 20 hours later, expired.